Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The procedure was intended to treat a lesion at a bifurcation between the coronary artery and the marginal vein. The promus element stent was implanted in the coronary artery at the level of the bifurcation. The physician positioned an unspecified guide in the marginal vein and caught a proximal strut of the stent. Then the physician used an unspecified balloon to pre-dilate the marginal vein and to open the stent at the level of the bifurcation, but the proximal part of the stent was blocked and "deformed all the higher part of the stent positioned upstream to the bifurcation". One week after this procedure, the coronary artery and the marginal vein of the patient were occluded without major impact on the state of the patient but is being followed.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).